Event description:
Same case as: 2134265-2008-00964. It was reported by the pt's spouse, that post a coronary drug eluting stenting treatment procedure, a blockage in a previously stented vessel was identified on two occasions. The pt had a 3.50x16 mm or a 3.50 x 12 mm taxus express2 drug eluting stent was deployed in the same unidentified vessel. Six months post the initital procedure, the pt was told that there was a blockage of "70% or greater" and a 3.50 x 16 mm or a 3.50 x 12 mm taxus express2 drug eluting stent was deployed in the same inidentified vessel. As of this report, the pt was informed by the cardiologist that the re-treated vessel is "40% blocked". Further info is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.